Event description:
It was reported that during a cholecystectomy procedure, the clips came deformed out of the device; didn´t close correctly. There were no consequences for the patient. Unknown how case was completed. One device will be returning.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.